Event description:
It was reported that two months after implant of the implantable cardiac monitor, the patient developed an infection at the implant site. The patient was placed on antibiotics and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).